Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The receiver data log was provided by the patient. The data was reviewed on (B)(6) 2016. The reported event of inaccurate blood glucose values on (B)(6) 2016 cannot be confirmed. However, a root cause for the reported inaccuracies cannot be determined.